Event description:
Cas: the target lesion was right internal carotid artery. The pt was male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 82%. Of note, the pt did have a contralateral carotid occlusion. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (3.5mm/8atm) and post-dilatation (4.5mm/12atm) were performed with balloon catheter (brand unk). During the procedure, when the post-dilatation was performed, the pt developed hypotension. Intravenous injection of etilefrine hydrochloride was administered and the blood pressure returned to normal on the same day of the procedure. There was no neurological symptom on the pt and he is out of the hospital now.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to a carotid baroreceptor mediated response, commonly referred to as carotid sinus reflex. The carotid sinus contains numerous baroreceptors, which function as a "sampling area" for many homeostatic mechanisms for maintaining blood pressure. During balloon inflation or stent deployment, pressure can be exerted on the nerves innervating the carotid sinus, which can trigger changes in heart rate and/or blood pressure. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are pt factors that contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2009-00172.